Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as due to ¿changes in the roof of the dialysis site¿; however, this could not be clarified, therefore, the cause was assessed as unknown. The event was manifested by abdominal pain. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal vancomycin (dose and frequency not reported) for peritonitis. Seven days later, the vancomycin was discontinued. The following day the patient was started on intravenous voriconazole (dose, frequency, and duration not reported) for peritonitis. The following day, dianeal was discontinued and the patient was switched to hemodialysis (catheter removal pending). At the time of this report, the patient remains hospitalized and is recovering. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the vancomycin was prescribed as "empiric treatment" for the peritonitis. The patient was discharged 55 days after hospital admission. It was reported that the patient continues performing hd and "never could perform pd again". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On an unknown date in the same month as this report, the voriconazole was discontinued and the patient was recovered from the event. Hd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.